Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that one of their previous batteries had an abscess and patient was black and blue 3/4 of the way around their body. They had a "squishy pone" back there right above it and they had to dig it out. They said the unit was still working but patient thought it was leaking right above it or something. Patient could not walk. They gave patient antibiotics and they said they had never seen this before. Patient did not know event date or device information related to the event but stated it was sometime prior to getting their current interstim system implanted on (B)(6) 2021. Patient indicated they do not have further information about this event because they had requested their medical records but never received them. Ordered printed copy of therapy guide for patient.